Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11041. It was reported, the patient did not have full stimulation coverage since her implant, so the physician replaced both leads with one surgical lead. It was reported the old leads were discarded after the procedure and would not return.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.